Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 204 and 128 mg/dl. Tests were done within 10 minutes. Patient using the same finger stick for tests. No further information has been reported.